Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist reviewed quality control (qc) data, and results were within the specified range. The integrated multisensor technology (imt) module calibration was verified and demonstrated a clean system. The pump rate, fluid levels, and sensors were checked and acceptable. The customer was instructed to clean the sample port, replace the pump tubing, align the imt probe and module, and run a dilution check (dilcheck). All tests passed, and no issues were noted. The customer ran a precision test with one patient sample, and the results were acceptable. The customer has not observed any other discordant results and no further troubleshooting was necessary. The cause of the discordant falsely elevated sodium (na) patient result is unknown. The instrument is operating within specifications. No further evaluation of the device is required.

Event description:
A discordant falsely elevated sodium (na) patient result was obtained on a dimension vista 500 instrument. The initial result was not reported to the physician(s). The customer used the same sample to perform repeat testing on an alternate dimension vista instrument, and the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated sodium result.